Manufacturer narrative:
The issue was poor pads contact with the patient.

Event description:
Received new information confirming this is a patient use event. The patient outcome is unknown. User reported the pads were not connected correctly to the customer it has been reported that the AED is not functioning properly.

Event description:
It has been reported that the AED is not functioning properly.